Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the intensive care unit, when the doctor began to advance the swg through the ars, the swg bent severely. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the patient.